Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet bionic pancreas, with a nadir of 52 mg/dl and device alerts for low glucose active; the user was unsure of the precipitating cause and did not confirm every low with a fingerstick, and education and troubleshooting were completed with a plan for additional training. Symptoms included weakness consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrate and no medical intervention, assistance, hospitalization, or emergency care. Investigation included complaint intake, user interview, and provision of device use education focused on hypoglycemia recognition, confirmation practices, and treatment. Investigation of this case revealed no device malfunction reported, with the event characterized as hypoglycemia of unclear cause and user factors including intermittent lack of fingerstick confirmation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.